Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was over 500 mg/dl. Elevated blood glucose was addressed by a bolus via the pump. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond.